Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm maverick 2 balloon catheter was advanced for dilation. However, the balloon burst due to severe calcification. The device was removed and completed the procedure with another of same device. There were no patient complications. Patient was in good condition.